Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed. The alarm was noted in the ehl as stated by the complainant. The device was visually inspected. No anomalies was noted. Functional testing was performed. The downstream occlusion (dso) sensor was found to be degraded due to damage dso seal. The allegation made by the complainant cannot be replicated. The probable root cause of the reported issue is dso sensor. The dso sensor was replaced. The device passed all functional testing after repair. Service history review identified the complaint was not related to a previous service of the device within the review period. B3 - date of event: the exact date of the incident is unknown, so it has been recorded as the first day of the month of awareness.

Event description:
It was found during investigation of a returned pump that the downstream occlusion (dso) sensor was degraded due to damage dso seal. There was unknown patient involvement and unknown harm/adverse event reported.